Event description:
On (B)(6) 2012, the point of care contact (pocc), (B)(6), for the lay user/ patient contacted lifescan (lfs) alleging that the hospital's meter, surestep flexx, was giving the patient inaccurate erratic readings. The complaint was classified based on both the medical surveillance specialist (mss) follow up call on april 11, 2012 with another pocc, (B)(6), and on the customer care advocate (cca) original documentation. The cca was advised by the original reporter, (B)(6), that the patient "was hospitalized for other health reasons" and on (B)(6) 2012, while at the hospital, the patient obtained the following readings with the subject hospital meter: "22mg/dl at 1:10pm, 265mg/dl at 1:21pm, 44mg/dl at 1:24pm, 52mg/dl at 1:30pm, 473mg/dl at 1:33pm and 78mg/dl at 1:38pm." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. During the mss follow up call with the second pocc, (B)(6), the mss was able to confirm these test results and the date and times obtained. Ms. (B)(6) also informed the mss that "a metric comparison was done between the subject device and a lab test and the results came within the acceptable range." Unfortunately, the mss was not able to verify with the second pocc of the following information: if there were any changes to the patient's usual diabetes management routine in response to the reported issue, if the patient developed any diabetic symptoms and if the patient received any treatment after the alleged issue occurred but based on the original information from the primary pocc, (B)(6), the patient, on the same day, obtained the following: a lab test result of "468mg/dl at 1:35pm" and on another hospital meter (unknown device), readings of "25mg/dl at 4:38pm and 127mg/dl at 4:42pm." By that evening, at 8:05pm, the patient was administered with IV glucose. At the time of troubleshooting, the original pocc did not have the test strips or the control solution available. No replacement products were sent out at this time. This complaint is being reported because based on the original documentation, although there was no indication that the patient developed symptoms suggestive of a serious injury, the patient did receive medical treatment after the alleged issue occurred.

Manufacturer narrative:
Follow-up (5/16/2012) - device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k081019.